Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest,a21 error test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime/a33 test due to faulty fsr (gold) unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with corroded battery cap contact and battery tube. Unit received with scratched lcd window. Unit received with missing end cap sticker. Unit received with damage battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 5.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.